Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was having trouble getting a charge. They stated that sometimes they would not get any black bars or they would go away. The patient reported that they charged for 2 hours and it would not go past half. Product services clarified that the 3/4 section of the battery was blinking at that time. The patient stated that they tried turning the dial on the antenna but it did not seem to help. They noted they used to use a recliner but now used a straight back chair. The patient reported that they tried using the belt but it kept coming undone so they took it off. The patient was instructed to reposition the antenna and attempt an antenna locate (al) before recharging. The patient reported they were able to obtain 8 boxes but then it went down to 4. It was noted that the ins was off and it did not have sufficient charge to turn on yet. Recharging best practices were reviewed with the patient. The patient was sent adhesive discs to help with coupling. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that patient is just having trouble getting a charge, no coupling boxes. Reprogramming took place to resolve the charging issues. No further information was reported.